Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated they were having an issue with pump and it will not fill pump. The gray part that pushes the insulin up and it was not filling up and it was going backwards and pushing the drive support cap. The customer stated the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The product will be returned for analysis.